Event description:
While having a laser treatment to the face the pt received 1st and 2nd degree burns. The laser gave a code indicating a problem with the machines cooling mechanism and transmission. The laser has not been operating properly since skin reactions are indicating high levels of energy and cooling cannot be felt still receiving error transmission codes and have reported this to the MFR several times.